Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support and was not able to confirm the reported complaint. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an intermittent failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.